Event description:
It was reported that the patient presented for a generator changeout. Upon removal of the generator, the physician visually observed that the insulation of the chronic right ventricular (rv) lead appeared twisted. All electrical parameters of the rv lead were normal prior to the procedure. The rv lead was capped and replaced on (B)(6) 2025. The patient remained stable and asymptomatic throughout the procedure.